Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient alleges the pump is not delivering insulin: woke up with a blood glucose (bg) of 257mg/dl and now after two boluses bg is 500mg/dl. Reports being very tired. Patient gave a correction with a syringe of 7.0 units of humalog prior to calling customer support (cs). Patient reports insulin is a new vial. Patient is a returning user resuming yesterday after a few years off of it due to personal reasons. Confirmed she is disconnected; last set change was yesterday afternoon and she reports her bg were fine all day and throughout the night. Patient reports cannula was not bent when she removed it yesterday afternoon and she has been pumping for more than 8 years using the same type of infusion set. Reviewed bolus history to confirm bolus delivered today, history for 2 bolus 0.00 units (B)(6) 2014 at 9:06am and again at 7:55am. Patient reports she thought the pump automatically delivered the recommended amount . Cs found the patient was not programming bolus amounts into the pump and delivering 0.00 unit boluses. There is no indication of pump malfunction. Patient is continuing pump use and calling the diabetes educator for pump review and further education. This complaint is being reported due to the patient becoming hyperglycemic following the user error of not programming the boluses into the pump.

Manufacturer narrative:
Follow-up #1: date of submission 6/29/15. Device evaluation: the device has been returned and evaluated by product analysis on 06/11/2015 with the following findings: unable to duplicate the complaint, the pump information for the complaint date has been overwritten. No defect was found. The black box begins on 05/24/2015. Due to continuous use of the pump the black box data and histories for the event have been overwritten. Available daily insulin delivery totals correctly reflect the users programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. A 10u audio bolus and a 10u normal bolus were successfully delivered and accurately record in pump history.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error can be considered as patient did not program boluses into pump.